Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water, auxiliary, and balloon channels with water. No detergent was used for precleaning. Aniosyme x3 was used as the detergent for manual cleaning. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, instrument channel port, and balloon channel. A scopeclean brush kit by creo medical (an1865018) was used during manual cleaning. Manual disinfection was not done. The automatic endoscope reprocessor that was used was soluscope series 4. Cln was used as the detergent and paa was used as the disinfectant. The scope was stored in a typhoon drying cabinet. Olympus was used for maintenance and repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide evaluation results. During device evaluation at olympus, it was found the distal end failed the electrical safety test, the bending section cover adhesive was separated, and the bending tube movement failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Correction to h10 olympus results of third-party testing; olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2023. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: coagulase-negative staphylococci . This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.